Event description:
The recipient reportedly experienced tinnitus several months after implantation. Programming adjustments have been made, however the issues did not resolve. The recipient reportedly stopped using the device and requested the device to be removed. The recipient's device was explanted. The recipient will not be reimplanted. The recipient has healed after explant surgery.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottoms covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.